Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: sheath: 6 french 45 cm terumo destination. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a peripheral procedure to treat a target lesion in the left superficial femoral artery. A 6.0 x 200 mm unspecified dilatation catheter was used for pre-dilatation. The supera stent delivery system was advanced to the target lesion and deployment was initiated; however, when the delivery system was removed, the stent was also removed. No adverse patient effect occurred. The lesion was treated with a second same size supera. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported deployment issue was unable to be confirmed as the stent had already been fully deployed. The tip separation was confirmed. The investigation was unable to determine a conclusive cause for the deployment issue; however, the tip separation appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received, indicating that the tip separated and remained attached to the inner member. Information was received from the site indicating that the tip of the supera stent delivery system separated during removal from the sheath. No additional information was provided.